Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was in the 200s mg/dl and a bolus via the pump was delivered. During a pump system check, air bubbles were observed in the tubing. Tandem technical support assisted the customer with priming the air out. The customer declined to remove the infusion set site at the time of the report. No other device issues were identified.